Event description:
The MFR received info alleging a pt expired while an everflo concentrator was in use. The concentrator was being used in conjunction with a trilogy ventilator at the time of the reported event. The caregiver reported a yellow indicator light was illuminated on the concentrator which indicates low oxygen concentration. The pt had do not resuscitate (dnr) status. The device was returned to the MFR's service center for eval. The customer's complaint, that the yellow indicator light was illuminated, could not be confirmed or duplicated. The device was also tested by the durable medical equipment supplier (dme) who could not duplicate the alarm condition.

Manufacturer narrative:
The alleged device malfunction could not be duplicated. The device was found to operate as designed.